Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the device was making a weird sound and there was no constant power. Event occurred during surgery. Alternative device was used to complete the surgery. There was a delay of (1-15 min). There was no harm reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, d4, d10, g4, g7, h2, h3, h4, h6, h10. Conclusion summary: on november 23, 2018, it was reported that the device was making a weird sound and there was no constant power. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The customer also returned a screwdriver and 1 inch/ 2 inch/ 3 inch/ 4 inch width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) one time as documented in sap. The last repair was april 25, 2017 where it was reported that the loaner device is being sent to australia for marketing purposes and the calibration shaft and vespel bearings were replaced. This is not a related issue. Product review of the electric dermatome by zimmer biomet australia on october 17, 2018 revealed that it was noted that the unit¿s speed was erratic and the motor was stalling. The device was outside calibration and side to side specifications at all tested thickness settings and the motor operated below motor speed specifications when tested. Repair of the electric dermatome was performed by zimmer biomet taiwan on november 15, 2018 which included replacement of the motor, switch, bearings, o-ring, seal, reciprocating arm, 1 inch width plate and 4 inch width plate. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event that the device was making a weird sound was non-verifiable since during the product review by zimmer biomet australia/taiwan it was not noted that the device made an abnormal sound. The reported event that there was no constant power was confirmed since during the product review by zimmer biomet australia/taiwan it was noted that the unit¿s speed was erratic and the motor was stalling. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet australia/taiwan it was not noted that the device made an abnormal sound. However, it was noted that the unit¿s speed was erratic and the motor was stalling. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information was received.